Manufacturer narrative:
The customer reported that the quality control for vitamin b12 was out high and the calibration failed. During troubleshooting with beckman coulter employee, it was discovered that the last sys check a few days prior had failed. It was then recommended the customer perform weekly maintenance and another sys check, which passed within specs. The customer performed the vitamin b12 calibration again, which failed. It was then discovered that a folate reagent pack was in the position intended for the vitamin b12 reagent pack as indicated by the reagent inventory. The customer discarded the misloaded folate reagent pack and correctly loaded a vitamin b12 reagent pack. Repeat vitamin b12 results were in the normal reference range. Service was not dispatched for this event. Root cause was determined to be user error. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2122870-2011-01288.

Event description:
Customer reported erroneous test results of >1500 ph/ml for vitamin b12 were obtained when using an access 2 immunoassay system for two pt samples. During the investigation of this issue, it was discovered that the customer placed a folate reagent pack in the positon intended for the vitamin b12 reagent pack. Customer repeated the test results and obtained results within the normal range for vitamin b12 for the two pt samples. Erroneous test results were reported. Affect to pt treatment is unk. No reports of death or serious injury as a result of this event. This event represents event 1 of 2 events reported by this customer for one of two pts.